Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause was unknown. The rep programmed around the high impedances. The issue was resolved. Patient weight was unknown. Provided information was confirmed with the account/physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the settings not available message was showing on the controller. The out of range occurred at 0.4ma when using electrode 0 as reference and using electrodes 5-7-10-11-13 in the programming. The caller was re-educated on using the "in use" electrodes as one of the references. The caller changes this and then found that the 5/7pair was 40,000 ohms. No further complications were reported.